Event description:
Our (B)(4) office was contacted by the solicitors office in (B)(6) asking for some information in regards to a vns pt and a road traffic incident. It was reported that they had temporary paralysis of the left vocal cord. Her physician believed that the impact caused her seatbelt to press against her with force causing trauma to her vagal nerve and causing the vagal nerve stimulation device to be moved resulting in throat problems. Additional information was rec'd that the pt had their vns implanted 10 years ago and a generator replacement was done in 2005. The pt had no problems with her vns until she was in a road traffic accident on (B)(6) 2006 when their car was hit by another car. She was a passenger in the back seated in the middle and got severe impact from her safety belt. She developed lower lobe pneumonia in hospital. The day she had the accident she also started to suffer from micro aspiration, choking episodes, reflux, problems swallowing, sore throat, gasping for air when talking and a throat clearing cough. The pt's implanting surgeon reported that the trauma caused the side effects after the accident. It was additionally reported that they checked the device and it is still stimulating. Good faith attempts are underway for further details surrounding this event.